Event description:
It was reported to philips that the device gave an error while booting, preventing a full start of the system. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the device was not booting. A review of the system logfile confirmed a malfunctioning of the frontal ip-pc. The field service engineer (fse) visited onsite and upon functional testing, the fse found that the ippc hard disk drives were defective. To resolve the reported issue, the fse replaced the hard disk drives in the frontal ippc. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.